Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was unable to be resumed. Customer's blood glucose was 320 mg/dl. Customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged load fill tubing could not be verified; however, a cracked touchscreen and unresponsive wake button were identified.